Manufacturer narrative:
D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, conforming; sleeve condition, conforming; stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and visual examination, no conclusion could be reached as to how the reported "512d outer gasket ripped at the port" during surgery occurred. The instrument was rec'd with a one-seal attached. The devices were inspected and all gaskets were found to be intact. No obturator was rec'd with the sleeve. No deformity could be identified during the examination.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the stapler jaws would not open when trying to reload the stapler. The stapler could not be closed in locking position. Another stapler was pulled to complete the case. In addition, there were reducer caps and a trocar with ripped gaskets. There was no pt consequence.